Event description:
It was reported that patient enrolled in a clinical study, underwent a left total hip arthroplasty on (B)(6), 2003. During postoperative monitoring and testing, elevated metal ion levels, a limp, leg length discrepancy, stiffness, and heterotopic ossification (brooker grade iii) were noted. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient enrolled in a clinical study, underwent a left total hip arthroplasty on (B)(6) 2003. During postoperative monitoring and testing, elevated metal ion levels, a limp, leg length discrepancy, stiffness, and heterotopic ossification (brooker grade iii) were noted. There has been no reported revision procedure to date. Additional information from clinical study noted patient is bilateral. Review of invoice history revealed patient underwent a right total hip arthroplasty on (B)(6) 2011. No revision has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states,"periarticular calcification or ossification, with or without impediment of joint mobility." Number 7 states, "undesirable shortening of limb." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07211 / 07212).